Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver called regarding a blood drop icon on the bionic circle app while the user was operating the ilet with a libre 3 plus sensor, and support advised that calibration might be required and that displayed values could be less accurate, coinciding with a hyperglycemic episode to 198 mg/dl lasting about one hour without backup therapy or medical intervention. Symptoms included no clinical effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no functional impairment, no hospitalization, and no medical or surgical intervention. Investigation included troubleshooting and education regarding sensor accuracy indications and ilet calibration. Investigation of this case revealed no device alarms and an unclear cause for the hyperglycemia, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unknown.